Manufacturer narrative:
Evaluation: cartridge lot number search; injector lot number search; foam tip plunger lot number search. Results: a cartridge lot number was performed and one similar complaint was found. An injector lot number search was performed and eleven similar complaints were found. A foam tip plunger lot number search was performed and no similar complaint was found.

Event description:
The reporter stated that surgeon inserted a competitor's lens but the iol back haptic was torn. The lens was removed with no patient injury and another same type lens was implanted. The reporter stated the likely cause of the iol damage was due to the mtc060c fp cartridge.